Event description:
Clinician suspected possible non-capture on telemetry. No loss of capture noted on current egm. Present rhythm: atrial sensed and ventricular sensed at approximately 70 bpm right ventricular capture threshold not available. Capture management aborted due to possible high threshold, measured >2.sv during test at 02:00:00. Current programmed output is 5.0v @ 10.5ms. Total vp- 10.5% also, r-waves measure 3.9 mv. No documented r-wave measurement at the time of lmrilant (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).